Event description:
A report was received that the patient has been getting muscle spasms that are causing the leads in her back to become visible and irritated. It was unknown if there was a skin breakage.

Manufacturer narrative:
Additional information was received that there was no actual skin breakage.

Event description:
A report was received that the patient has been getting muscle spasms that are causing the leads in her back to become visible and irritated. It was unknown if there was a skin breakage.